Event description:
It was reported that while a resident was performing a cvc insertion, the guide wire separated and a piece remained in the subclavicular area. The patient was reported to be in stable condition with no additional complications.